Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
It was reported that the impella cp was having continuous suction at p2 and would not flow more than 0.6 liters per minute. The impella was therefore explanted. There was no patient harm.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was submitted. The device was not returned for investigation. Per the data log, the root cause was most likely patient condition related as continuous suction was observed after patient was escalated to ECMO.